Event description:
It was reported that: "when the physician held the tab to peel off the sheath, the tap was broken. The procedure was completed by replacing with a new product." No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the physician held the tab to peel off the sheath, the tap was broken. The procedure was completed by replacing with a new product." No patient injury was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath tabs. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion. Despite this, a portion of the proximal end of the peel-away extrusion was still molded to the tab. The point of separation appeared stretched and jagged. It was noted that one score line was partially separated down the extrusion. The other blue score line was mostly intact as the sheath extrusion did not split along it. The sheath length from the sheath tabs to the distal tip measured 4", which is within the specification limits of 3 7/8 - 4 1/8" per the catheter peel-away product drawing. The sheath outer diameter measured 0.0965", which is within the specification limits of 0.093" - 0.099" per the catheter peel-away extrusion product drawing. The sheath inner diameter at the distal tip measured 0.074", which is within the specification limits of 0.074" - 0.075" per the catheter peel-away product drawing. The sheath inner diameter at the proximal end (separated end) could not be accurately measured due to the nature of the separation. Functional testing was not required as part of this complaint investigation due to the condition of the returned sample. A manual tug test confirmed the remaining tab was fully secured to the sheath body. A manual tug test confirmed the remaining tab was fully secured to the sheath body. The report of a peel-away sheath tearing incorrectly was confirmed through the complaint investigation of the returned sample. Visual analysis revealed that the peel-away sheath did not tear completely along the score line, and one sheath tab became separated from the sheath extrusion. The sheath met all relevant dimensional requirements. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.